Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem ("check therapy pad" messages) was confirmed. As received, the belt failed the therapy electrode (te) recognition test. Upon evaluation, there was an open pulse wire inside the trunk cable. The cause of the failure is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that a (B)(6) patient was receiving excessive "check therapy pad" messages.